Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead, the field representative noted that one of the suture sleeve around the suture sleeve was broken. There was no system changes made. There was no further information received from the field. The lead remains in service. No adverse patient effects reported.